Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
We received a publication from said a, sayed l. Percutaneous thrombectomy of impella-associated iliac artery thrombosis using the flowtriever system. Clin case rep. 2020;8:2645¿2649. A 65 years old male patient had developed acute hypoxemic respiratory failure, coronary angiography revealed total occlusion of the left main artery (lm). The impella cp pump was inserted in the right common femoral artery (cfa). Over the following three days of support, the right iliac artery angiogram showed a thrombus located in the external iliac artery just above the tip of the impella sheath, flowtriever system was used to disrupt the thrombus, balloon angioplasty of the right common iliac artery was performed to achieve tamponade and facilitate the removal of the impella. The patient was noted to have signs of limb ischemia.